Event description:
Boston scientific crm received information that during the attempted implant of this lead, a perforation of the subclavian vein occurred when the physician tried to extract the lead from the introducer. The physician then removed the lead and the introducer from the pocket collectively. Visual inspection of the lead noted tissue in the lead tines which prevented removal of the lead from the introducer.

Manufacturer narrative:
Visual inspection of the returned lead noted it returned with the associated 7 fr. Safesheath introducer and the lead was still stuck inside. The tip of the lead was sitting outside the tip of the safesheath, with one of three neck tines on the lead tip sitting at a right angle while the other two were encapsulated by tissue. Testing noted the lead was able to move distally with ease but not proximally, as it was hung up due to tissue and a neck tine that was sitting outside the tip of the safesheath. After breaking away the safesheath, dried blood noted inside lumen throughout. The lead was then removed without any difficulties. Final analysis confirmed the stuck lead was due to a combination of tissue and a tine (sticking out at tip of the safesheath) which impeded the movement of the lead. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.